Event description:
This patient was admitted for cardiac catheterization. Indication for procedure is unknown. The target lesion is described as a heavily calcified and heavily tortuous proximal left anterior descending artery (prox lad) with 75% stenosis. It is unknown if this is a de novo lesion. The physician noted difficulty advancing a cypher 3.5 x 23mm stent due to the lesion/vessel characteristics. During advancement, the shaft kinked and the stent flared (it was believed to be the distal end). Once the unit crossed the lesion, it would not inflate and was removed without apparent difficulty. Upon removal, the stent was intact on the balloon, but the end was flared. The device had appeared normal prior to use. Another cypher of the same size was used to successfully complete the procedure. There was no injury to the patient. However, upon analysis of the device, proximal stent strut uplift was noted which increases the risk of a potential dislodgement.